Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged resulting in high thresholds and phrenic nerve stimulation. The physician attempted to reposition the lead but ended up extracting it. It was not possible to implant another lv lead, so the lv port of the device was plugged. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.